Manufacturer narrative:
This device has not been received by this MFR, therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship beteen this device and the cause for this event at this time.

Event description:
It was reported that during a therapeutic ureteroscopy procedure that the balloon burst at 2atms. No add'l info forthcoming.